Manufacturer narrative:
Physician informed the novabone independent representative that dr. (B)(6) had three infections but the grafts were cultured before implantation and were negative. The device history file was reviewed and no nonconformances were discovered. The grafts were not returned to the manufacturer. Device not returned to manufacturer.

Event description:
Dr. (B)(6) reported three infections in recent surgeries. The physician ran cultures on the three implant grafts prior to implantation. All culture results were negative for all three cultures.